Event description:
It was reported that the patient underwent knee revision surgery due to a fracture of the bearing, approximately 10 years and 10 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: unknown oxf femoral component; item number: unknown; lot number: unknown. Unknown oxf tibial component; item number: unknown; lot number: unknown. G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.